Event description:
It was reported that pump became hot to touch while customer was charging it using tandem charging supplies. There was no reported impact to the customer¿s blood glucose level. Technical support arranged pump replacement and provided additional tandem charging supplies as goodwill.